Event description:
Large hematoma to groin after mynx vascular closure device deployment. Dates of use: 2008. Diagnosis or reason for use: new product introduction / physician preference. Event abated after use stopped or dose reduced: yes.